Event description:
It was reported that this left ventricular (lv) lead has dislodged which was confirmed through fluoroscopy. Also, there was no capture at max output and the patient has cardiomyopathy. A lead revision was attempted and was unsuccessful. Subsequently, this lv lead was explanted and the port was plugged. No new lv lead was implanted. No additional adverse patient effects were reported.